Event description:
Per the clinic, the patient experienced a skin flap breakdown (specific date not reported) and subsequently was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on march 02, 2023.